Event description:
It was reported that myopotential inhibition on an ICD was noted on egms, due to low level, high frequency noise that was inhibiting pacing. Technical services discussed the possibility of myopotential oversensing and recommended programming changes. The myopotential oversensing had occurred on three different occasions, but the patient was in a sinus rhythm each time, and there was no pacing inhibition. In the next follow-up, the ICD functioned as it was programmed to. The patient was not dependent on pacing, and there was no pacing required for the ventricle, so there was no inhibition for the patient. There were no issues for the patient.